Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. In addition, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4). - the dentist reported that 7 days after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 35 ncm of primary stability was achieved, the patient presents bone type IV, immediate implant and immediate load were performed, trauma over the dental implant has occurred and bone graft was executed.